Event description:
Add'l info received from reporter on (B)(6) 2014: by july I started getting abdominal pain on the left side only, lasted a few hours. In (B)(6), I get the pain again. Each month the pain would get stronger and last a little longer. By (B)(6) that year, I started noticing bruising and how easy it was to bruise. And my anxiety was getting worse. By (B)(6) 2013, I was getting the pain and it was lasting a day or so. In (B)(6) I ended up having to leave work one day cause the pain was unbearable and I went to the ER. While there they performed many blood tests and an ultrasound and everything came back normal. I was off work for a week and on toradol and naproxen for pain. The pain finally went away after 5 days. In (B)(6), the same thing was in lots of pain but had left over naproxen and that seemed to help. On (B)(6) 2013, I woke up with unbearable left pelvic pain. I was nausea from the pain and could not even walk; the pain went all the way down my leg. My husband rushed me to the ER which is over an hour away. Same thing blood test after blood test and internal and external ultrasounds and still everything came back normal. I left the hospital with a prescription for oxycodone. The pains lasted about 5 days again. In june, the same thing. I went to the doctor and same thing all tests were normal. So I suffered for a week. By (B)(6) and (B)(6), I was so depressed and I was just so tired all the time I had to quit my job because the pain was getting stronger in intensity and lasting over a week. In (B)(6), I got the pain right on schedule every 28 days or so and it was so bad I got in to see my gyn asap, he then prescribed tramadol for the pain which did not take the pain away just made it more bearable and we discussed doing a laparoscopy to see what he could find. In (B)(6), I went back to see him because even on the tramadol that month it was too much for me to handle. So he doubled the dose and we talked about a hysterectomy. In november, I was on vacation in (B)(6) and I had the pain so bad that even on the tramadol I could not move the pain was so much that it was taking my breath away so we went to the ER and yet again blood tests and both ultrasounds done and nothing was found that could be causing the pain. So sent me home with percocet. At 36 hours later, I ended up back in the ER nothing was helping with the pain even the morphine did not really help. Well, the wait list for my gyn is so long that I had to find a new doctor and travel 6 hours away from my house. Got in to see him on (B)(6) and on (B)(6) 2013; I had a hysterectomy to remove the coils. My doctor said that there was so much inflammation in my uterus that my cervix had seized shut. It took me 6 weeks to physically heal from the surgery but mentally I am still trying to deal with this whole situation.

Event description:
(B)(6) 2012 I had the essure coils inserted. (B)(6) of that year started getting pain in my left side I didn't think too much about it at the time. By (B)(6) I started getting the pain monthly and they were getting stronger and lasted longer. Talked to my doctor about it and we have slowly ruled out other issues in (B)(6). I was in the hospital for the pain the doctors couldn't find a reasonable diagnosis or my issue and sent me home with a prescription for pain. (B)(6) 2013 I was again in the hospital for the same issues and same results couldn't found anything. The next 3 months were complete "profanity" I had to quit my job due to the fact that I couldn't work cause of the pain I have been to my gyno and he has stated that he believes that they are the coils causing me all this pain and we are going to remove them as well as the pain my other symptoms include headaches, weight gain, dizziness, anxiety, tiredness, constant bloating and I'm sure there are a few more but I have been dealing with this for so long it almost seems normal.